Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 05/12/2023.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number: mw5117366.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.